Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator delivered inappropriate ventricular fibrillation therapy as a result of p wave oversensing on the right ventricular lead. Programming changes were made on (B)(6) 2019. The patient was stable.